Event description:
It was reported that the patient's atrial lead has had dislodged into the right ventricle at the tricuspid valve which was confirmed by fluoroscopy. Due to the dislodgement, the atrial pace caused ventricular depolarization as noted on the electrogram. Attempts to pull the lead back were met with resistance and the lead was capped. The lead was not replaced as a single chamber device was implanted. It was also noted that the physician attempted cardioverting the patient's atrial fibrillation three times during the procedure without success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.